Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department with chills and chest tightness. On interrogation of the device it was noted to have pump off alarms. The patient stated that they did not know it shut off and was unable to provide details of when it stopped. The log files were reviewed and revealed that the pump stop on (B)(6) 2024 at 10:33:52 was caused by the 14 v batteries and the emergency backup battery (ebb) being allowed to drain. Low battery advisory and hazard alarms occurred as expected but were not responded to. Once power was restored via the mobile power unit (mpu) the pump returned to operating at the set speed. The system controller's clock resets to 01jan2000. Due to the clock resetting it was unknown how long the pump was off. The clock was reset on (B)(6) 2024 at 13:09:24. After the system controller clock was set a self test was done. The patient was connected to the pbu so the alarm was silenced on there. The alarm was audible on the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a full battery depletion was confirmed through the submitted log file. At 12:58 on (B)(6) 2024, the controller was observed to be connected to fully charged 14v batteries. The batteries appeared to deplete routinely, activating a low power advisory alarm at 6:16:17 on (B)(6) 2024 and then a low power hazard alarm at 8:31:14 on (B)(6) 2024. The 14v batteries approached full depletion at 8:47 on (B)(6) 2024, and the controller¿s backup battery activated to support the pump. A pump off alarm was later observed at 10:33:52 on (B)(6) 2024, due to the backup battery of the controller approaching full depletion. The backup battery fully depleted sometime after 10:33:57 on (B)(6) 2024. The next time that the controller was connected to power, it turned on with the default timestamp of 0:00:00 on (B)(6) 2000. The pump resumed operation as expected once power was restored. The clock of the controller was observed to be properly resynchronized at 13:09:24 on (B)(6) 2024. The heartmate 3 system controller (serial number: (B)(6) was not returned to abbott for evaluation. The root cause of the observed alarms and pump stop was determined to be full depletion of the 14v batteries as well as the controller¿s internal backup battery. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, pump off, and controller clock not set alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.